Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on october 25, 2019 revealed that the roller and roller gear were damaged. The calibration was out of specifications and the sample mesh could not be taken due to the damaged gear. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 25, 2019 which included replacement of the roller gear and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a damaged cutter. The zimmer skin graft mesher instruction manual notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No harm or delay reported. No adverse events were reported as a result of this malfunction.